Event description:
Info received indicates the aortic stenosis noted on echo during explant was caused by the valve. Tissue pieces removed from the valve leaflets were sent to pathology. Hcp stated possible endocarditis and/or pannus, thrombus and structural dysfunction relating to cuspal stiffering. The valve was replaced with no additional consequence for the pt.